Event description:
A peritoneal dialysis patient went to the pd clinic for peritonitis evaluation on 03/19/2014. Upon examination by the pd nurse the medical records show: pt was not wearing dressing over pd catheter site and pd catheter was positioned between his legs. The pt was instructed again on the importance of keeping pd catheter taped or secured. No pain or drainage per pt. The pt was prescribed antibiotic vancomycin 1 gram daily for 3 days and ceftazidime 1 gram daily until gram stain or culture obtained. Pt returned to the clinic on (B)(6) 2014. Pt stated he had his son and grandson help him with cycler set on (B)(6) 2014. This was prior to the symptoms. He admitted to not washing his hands with soap and water, but using purell instead. His wife stated: he has been cleaning the catheter prior to connection only. Pt was ordered to continue with vancomycin 1000 mg every 3 days for a total of 2 weeks. This is the pt's fourth recorded episode of peritonitis. Discharged home in stable condition with wife via wheelchair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.